Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized and subsequently admitted into the intensive care unit (ICU) for a blood glucose level of 19 mg/dl. Customer reported hitting their head. Customer suspects the cause was their basal rate on new pump was too much for diabetes management. Customer was treated with d50 bag and released with issue resolved and no permanent damage.